Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a shoulder arthroplasty procedure, both the vault lock medium pin guide, ar-9215-4cgpp, and vault lock medium trial, ar-9236-02pp, were broken. The pin won't slide through pin hole and the trial center peg snapped off inside patient. The peg was removed and the case was completed with no adverse effect to the patient. Additional information provided 07/20/2020: the peg was retrieved; surgeon had to drill around it to loosen it, then used a grasper to retrieve it. The snapped off peg was lost after it was retrieved from patient.

Manufacturer narrative:
Complaint confirmed, the pin hole was found to be damaged, causing it to be undersized. The undamaged section was found to meet dimensional specifications. A likely cause of the event is user-applied mechanical forces.